Manufacturer narrative:
Additional information: d4 - lot number, expiration date. H4 - manufacture date. H6 - codes updated. Investigation results: the product was not returned to the manufacturer for investigation. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/ preventive measures: based on the current information, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
A clinical investigation is currently being conducted at (B)(6) main ggmbh as part of the sponsor's post-market clinical follow-up (pmcf) activities. The investigation concerns the medical device so940p (tspace xp implant 5° 30x11.5x10mm) and is sponsored by aesculap ag. In the context of the ongoing assessment of clinical data generated during this pmcf investigation an adverse event was identified. There was a postoperative wound infection noted on (B)(6) 2022 and it was surgically treated on (B)(6) 2022. The original procedure had been on (B)(6) 2022; date of hospital discharge was on (B)(6) 2022. The patient was doing well. Aesculap ag has already submitted a request to (B)(6) main ggmbh for additional information related to this adverse event. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).